Event description:
It was reported that an issue with sensing and exit block were observed. When repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.